Event description:
It was reported that the field representative called for review of a ventricular episode for this patient with a pacemaker as it was suspected there oversensing of the respiratory rate trend (rrt) sensor. Technical services reviewed the event and confirmed there was oversensing in which was seen on both channels at the same time. There was no signal artifact monitor (sam) episode, and all impedances were all within normal range. It was noted that the patient experienced pacing inhibition of greater than two seconds. It was unknown what the patient was doing at that time and was believed to be from some procedure or external therapy. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the field representative called for review of a ventricular episode for this patient with a pacemaker as it was suspected there oversensing of the respiratory rate trend (rrt) sensor. Technical services reviewed the event and confirmed there was oversensing in which was seen on both channels at the same time. There was no signal artifact monitor (sam) episode, and all impedances were all within normal range. It was noted that the patient experienced pacing inhibition of greater than two seconds. It was unknown what the patient was doing at that time and was believed to be from some procedure or external therapy. At this time, the device remains in service. No adverse patient effects were reported.